Event description:
Catheter breakage. Potential for fatal hemorrhage or infection. Sudden failure of a number of permanent, implanted hemodialysis catheters. Seven catheters have broken and failed and required replacement of the ends. "What is even more striking," how that rptr has started to investigate this, three of the catheters were implanted at one hosp. Five of the seven catheters were vas-caths and two were quintons. Two were inserted at a second hosp and the other one was placed on an unknown date at a third hosp. Rptr is not used to catheter breaks although rptr had had occasional ones over the years, but this mini-epidemic was enough to prompt rptr's attention and pass on concerns to FDA.